Event description:
It was reported that the site was only able to load two pulsatility index (pi) events on the history screen. They tried changing to a different system monitor and re-seated the backup battery in the system controller. Log file review was requested, and the log file noted several low-speed advisories due to the pump speed being set below the low-speed limit. In addition, the log file captured a single ¿backup battery not installed¿ flag that may have been from reseating the backup battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that no other troubleshooting was performed, and no equipment was exchanged. The site could not confirm if the backup battery not installed alarm was due to reseating the backup battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues pertaining to the system monitor history screen could not be confirmed; however, a backup battery not installed alarm was confirmed via the provided log files. The customer tried using a separate system monitor and reseated the backup battery, but the communication issue persisted. Log files were downloaded and submitted for review. The system controller (serial number (B)(6)) was not returned for further analysis. A backup battery not installed alarm consistent with a backup battery reseating was observed in the event log file on (B)(6) 2024, the alarm triggered and resolved within one event at 13:04:53. No other notable events were observed within the log files submitted. Per additional information, no additional troubleshooting was performed, no equipment was exchanged, and it is not confirmed that the backup battery not installed alarm captured was during customer troubleshooting. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 12jul2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 4 entitled "system monitor" addresses how to properly set up and use the system monitor, including details on the history screen. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. This section also provides information on how to interpret and troubleshoot system monitor alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.